Event description:
During a lead placement procedure, the pt's dura was punctured twice. The surgery was cancelled and leads explanted. The surgeon applied blood patches. The pt reportedly had a headache for two days following the procedure, but is now doing well.

Manufacturer narrative:
Explanted products were discarded by the medical facility and will not be returned for eval. This is the final report.